Event description:
The patient reported that they were experiencing some back pain. Additional information reported that the patient also experienced pain in their legs and knees and it became very hard to walk. The patient had turned their stimulation off. It was noted that the patient began their trial on (B)(6) 2016. The patient received assistance changing programs then was feeling stimulation in the rectum area. It was unsure if the pain in their legs had gone away. The patient also reported that they were experiencing adverse effects when their stimulation was turned up high enough to be effective. The patients back pain was on program 1. The patients leg, knee and thigh pain was on program 2. They changed to program 3 at 2.3 ma. While on program 3 they were in excruciating pain and could not walk. The patient had to crawl to their car. The patient also experienced a total loss of bladder control. It was noted that the patients pain was a bit better when stimulation was turned off but it was still a dull ache. The patient had a fever so they went to the emergency room. The patient then found out that they had a urinary tract infection.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.